Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a health care professional of a clinical study that reported the patient presented with worsening obsessive compulsive disorder (ocd) and tightness in the left lead. On exam, the left extension lead was taut and the implantable neurostimulator (ins) was higher on the left compared to the right. X-rays were ordered and it showed a coiled lead in the left pocket and apparent discontinuity in lead at angle of mandible. The ¿break¿ appeared to be above the connector. Interrogation of the ins showed a mix of high and low impedances (35 ohms). The patient was being referred back to their health care professional (hcp) for assessment/revision and the patient was advised not to twiddle with the ins. Additional information received reported the manufacturer was not involved in the clinical study which was funded by (B)(6).